Event description:
The surgeon implanted a aq2010v silicone lens. The lens tore upon insertion into the eye. No patient injury. The iol injection cartridge and iol injector model's and lot numbers are unknown.